Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hyperglycemic event and diabetic ketoacidosis. The patient reported that she woke up at night and checked her continuous glucose monitor (cgm). The cgm read 375 mg/dl. The cgm had alerted the patient at 4:23am. The patient treated herself with insulin and went back to sleep. When she woke up, her blood sugar continued to rise with additional doses of insulin. She called her doctor and the doctor recommended that the patient's husband drive her to the hospital. The patient was admitted to the hospital. There was no allegation of malfunction against the dexcom system. The patient believed her omnipod was not working correctly or that she had an issue with her insulin. At the time of contact, the patient was having tests performed at the hospital; however there were no details given about what tests were being done. No additional event or patient information is available.